Manufacturer narrative:
Date of event, date of implant: estimated. The device was not returned for evaluation. A review of the lot history record could not be performed as the lot/part numbers were not provided. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported mitral stenosis could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis. It was reported that post clip implantation, the patient developed mitral stenosis. No additional information was provided.